Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a sleeve gastrectomy during the 2nd firing across the stomach, the device was able to fire however the jaws of the device locked on tissue, the adapter was removed then reattached, the handle was also rebooted. A manual retraction tool was also used but it broke. The stomach was lifted up to show that the suture of the reinforcement material had entangled onto the I-beam on the external side of the reload which was stopping the ibeam from completely retracting. The suture of the reinforcement material was cut, the reload opened and they were able to remove the reload from the tissue. The reload was inspected, and there was one single staple in the crotch of the reload that was still in place but was malformed. There was no patient harm.